Manufacturer narrative:
Attempts were made to obtain additional information on this event, however no additional information will be provided. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unknown date, follow-up imaging identified both a type ii endoleak originating from an unknown feeder vessel and a proximal type I endoleak. It was reported that aneurysm enlargement of an unknown amount was identified, however there was no evidence of device migration. On (B)(6) 2016, an intervention was performed to treat the endoleaks. The feeder vessel was coil embolized, and an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography showed resolution of both endoleaks and the patient tolerated the procedure. It was reported the cause of the proximal type I endoleak was due to disease progression in the proximal aortic neck resulting in a lack of wall apposition of the trunk-ipsilateral leg component.